Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone18.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula/needle never fully retracted causing it to poke the patient. This indicated a needle mechanism failure. The patient stated after they took the pod off it was noticed that the needle was still visible. The patient had taped the pod to keep it in place temporarily as it was their only available pod and the patient still needed to receive insulin from it. It was explained to the patient that the pod needed to be removed immediately for safety reasons, as the needle was not supposed to remain visible. No impact to the patient's blood glucose level was reported. The pod was worn between 4 and 24 hours.